Event description:
During setup of a hysteroscopic thermo endometrial ablation system (hta set), the user attempted to set up the procedure set for the ablation device. The procedure set's reservior would not fill up as required even though 3 reset and machine shut downs were tried. A new procedure set was obtained and the machine set up correctly and the procedure was completed. The hta set was sent to biomedical for inspection and return to manufacturer for analysis. The manufacturer informed the staff that there may have been some procedure set with problems. Biomedical inspection showed no physical damage and the manufacturer was contacted to have device returned for analysis.======================manufacturer response for thermal endometrial ablation system, hta procerva======================manufacturer informed medical center that they would need to inspect device as some of the procedure kits may have had manufacturing issues. RMA number issued by MFR for return of device.